Manufacturer narrative:
The esheath was returned to edwards lifesciences with the delivery system partially inserted. Upon visual inspection, it was observed that the sheath shaft was unexpanded. A cut (split) in the sheath distal tip, approximately 15mm in length was observed. Of note, the cut is not along the expandable liner portion of the sheath shaft. The strain relief was removed after function testing and the crimped valve was observed to be poking through the sheath shaft. During functional testing, a leak from under the strain relief was observed when flushing the sheath. The strain relief was removed and it was determined that the leak was from the location where the valve was pushing through the sheath shaft. The 3mensio report for this case includes imagery of the access vessels and aorta. The imagery shows that the access vessels were above the minimum size requirement of 5.5 mm for use of the 14f esheath. Some curvature in the vascular is observed; however, since the location of the esheath insertion was not stated, it is not possible to determine if tortuosity contributed to the complaint event. Some calcification is also observed in the access vessels and aorta.  No dimensional measurements were taken on the sheath due to the condition of the returned device (damage caused by valve). Due to the circumstances of the event (valve poking through sheath shaft), no dimensional nonconformances are suspected to have contributed to the complaint. The delivery system flex tip is the largest component which passes through the sheath. A flex tip larger than specification would contribute to increased forces when inserting the delivery system. The flex tip of the returned delivery system was measured and met specification. Since work order information was not provided, a DHR and lhr review are unable to be performed. A review of complaint history reveals that the occurrence rates did not exceed the december 2017 control limits for the trend categories ¿resistance between devices¿ and ¿damaged¿. No IFU/training deficiencies were identified. Inspections in the manufacturing process support that it is unlikely that a manufacturing non-conformance contributed to the reported event. The complaint for the ¿sheath shaft ¿ resistance with delivery system, bc¿ was confirmed based on visual inspection of the returned device, but no manufacturing nonconformities were identified. Inspection of the returned device revealed that the valve frame was poking through the partially expandable portion of the sheath shaft. This would have prevent the valve from being advanced and is likely the root cause of the reported resistance. Factors that would have caused the valve frame to poke through the sheath shaft include: incomplete/inadequate crimping of the valve and insertion angle. Therefore, it is likely that procedural factors contributed to the observed resistance with delivery system. The complaint for ¿sheath distal tip ¿ split¿ was confirmed by visual inspection. However, no manufacturing non-conformities were identified. The cut observed is likely the result of manipulation of the device/guidewire during device use. The manufacturing mitigations and steps in the device training materials suggest that the cut was not present out-of-box and it was not reported to be observed during device preparation. The sheath tip does not show any significant damage, suggesting that the distal tip did not encounter any calcification or other obstruction during insertion which would result in the cut. Follow-up information describes a ¿split¿ in the clear liner (not the blue shaft material) was visible under flouro in the procedure. However, this was not confirmed as the returned sheath liner was not expanded and did not have any cuts or tears observed. It is likely that the wire exited the sheath tip and was positioned inside the cut observed in the blue material. This may have given the appearance of the sheath tip being expanded as the wire may have been observed to protrude outside the shaft, and perhaps outside of the semi-circular radiopaque marker band. This can appear similar to an expanded sheath, where the wire may be positioned/protruding through the clear, expanded sheath liner and outside of the semi-circular marker band. A root cause was unable to be determined, but it is likely that procedural factors (device/guidewire manipulation) contributed to the distal tip split. The reported event is an anticipated risk of the transcatheter heart valve procedure.  A review of the risk management documentation for high push force to advance a compatible device through the sheath may result in a delay in the procedure and sheath distal tip damage during the procedure which does not result in harm to the patient was performed.  Potential hazard/harms severity classification is 2 and 1 respectively. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no corrective/ preventative actions are required. Additionally, since no product non-conformance was confirmed and the occurrence rate did not exceed the complaint trending control limits, a product risk assessment (pra) escalation is not required.

Event description:
As reported by the clinical specialist, during advancement of the commander delivery system with a 26mm s3 valve crimped on it through the esheath, the valve became stuck in the partial expanded portion of the sheath and would not advance it appeared the liner split (tore) at the end of sheath under fluoro.  Everything was taken out and replaced with a second sheath and delivery system with valve.  There was no reported harm to the patient.   During pre-decontamination a split was noted in the hdpe along the score line and no liner tear.